Event description:
Customer reportedly received results of 240 mg/dl and 113 mg/dl within 10 minutes on the aviva system. No actions taken. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.